Manufacturer narrative:
The complaint is not confirmed. No pressure or flowrate discrepancies were observed. The unit passed all bench tests during the evaluation. Unrelated: it was observed during the evaluation that the bezel, top cover, and door covers have scratches. The most likely cause of this can be attributed to misuse by the end user. The inflow motor is making a grinding noise, measured at 87 db. The most likely cause of this can be attributed to wear and tear of the device.

Event description:
It was reported that the pump would not maintain pressure. The caller had no more information.

Manufacturer narrative:
The complaint is not confirmed. No pressure or flowrate discrepancies were observed. The unit passed all bench tests during the evaluation.